Manufacturer narrative:
It was previously reported on 09/30/16 to the FDA that an olympus h190 endoscope was used. This report is being sent to correct that an olympus gif h190 endoscope was used and to update the investigation accordingly. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The trigger cord, two-way handle, and the loading catheter were received for evaluation. The barrel, bands and irrigation adapter were not returned. Due to the device not being fully returned, we could not do a complete evaluation. A functional test was performed on the two-way handle and the handle functioned as intended. The trigger cord measured within the specification, and the beads were in the correct location and filled correctly. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Information provided from the user facility indicated an olympus gif-h190 which has an outer diameter of 9.2 mm. This ligator is not compatible with the endoscope used in the procedure as the information indicated. This ligator is compatible with endoscopes that have an outer diameter of 9.5 - 13 mm only. Therefore, the ligator was used with an incompatible endoscope and this is the most likely cause for barrel detachment. Labeling on the device lists the recommended endoscope size for each reference part number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. The instructions for use state under precautions: "it is vital that the integrity of the work channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty. Use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use state under system preparation: "with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." The instructions for use direct the user to "lubricate endoscope and exterior portion of barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use states under precautions: "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids." If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report. Based on the information provided that a incompatible endoscope was used with the device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The trigger cord, two-way handle, and the loading catheter were received for evaluation. The barrel, bands and irrigation adapter were not returned. Due to the device not being fully returned, we could not do a complete evaluation. A functional test was performed on the two-way handle and the handle functioned as intended. The trigger cord measured within the specification, and the beads were in the correct location and filled correctly. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Labeling on the device lists the recommended endoscope size for each reference part number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. The instructions for use state under precautions: "it is vital that the integrity of the work channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty. Use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use state under system preparation: "with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." The instructions for use direct the user to "lubricate endoscope and exterior portion of barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use states under precautions: "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids." If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure the physician used a cook 6 shooter saeed multi band ligator. As reported to customer relations: "they put the first ligator on the end of the endoscope. They inserted it in the patient's mouth and proceeded to use it in the esophagus. When going down the esophagus, near the wind pipe, the part that held the bands [barrel] came off the endoscope and lodged in the patient's esophagus, near the wind pipe. It could not be grasped in that position. They pushed the device [barrel] into the stomach and retrieved it with graspers."